Manufacturer narrative:
Complaint conclusion:during stent assisted coil embolization of a right internal carotid artery aneurysm, after inserting the non-codman microcatheter by jailed technique, the physician implanted an enterprise stent (enc402300/10495632) to the target site; however, the proximal stent markers of the vrd were not deployed out of the microcatheter. Thus a guidewire (chikai10) was inserted into the microcatheter to push the stent from the microcatheter; however, it took more than an hour to deploy the stent smoothly at the target area. After that, he implanted a coil (model unknown) and completed the procedure without a further issue. There were no patient injury/complications, and the aneurysm was successfully embolized. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The catheter had been placed distal to the target site prior to advancement of the device to the target site followed by withdrawal of the catheter to deploy the device. No visible damage was noted on the product prior to the event. The product was implanted and not available for return. No further information is available.the device was not available for analysis. (B)(4) reviewed the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable.the enterprise stent deployment difficulty could not be confirmed without product return or procedural images to review. The root cause of the event could not be determined based on the information provided; however, the microcatheter that was not returned for analysis may have contributed to the event. There was no evidence to suggest the event was related to a manufacturing issue, and the device history records indicated that product passed final inspection; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Concomitant product(s): stryker sl10 microcatheter. Patient demographics were not provided. UDI: (B)(4). Additional information will be submitted within 30 days of receipt.

Event description:
During stent assisted coil embolization of a right internal carotid artery aneurysm, after inserting the non-codman microcatheter by jailed technique, the physician implanted an enterprise stent (enc402300/10495632) to the target site; however, the proximal stent markers of the vrd were not deployed out of the microcatheter. Thus a guidewire (B)(4) was inserted into the microcatheter to push the stent from the microcatheter; however, it took more than an hour to deploy the stent smoothly at the target area. After that, he implanted a coil (model unknown) and completed the procedure without a further issue. There were no patient injury/complications, and the aneurysm was successfully embolized. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The catheter had been placed distal to the target site prior to advancement of the device to the target site followed by withdrawal of the catheter to deploy the device. No visible damage was noted on the product prior to the event. The product was implanted and not available for return. No further information is available.